Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. Three (3) photos were provided by the customer which were used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received in the manufacturing site. Results: photo one shows a screen where an x-ray image is shown, the x-ray image appears to be of a chest where the mouse pointer points to the left side of the image; from this photo the port, catheter, or reported failure are not visible. Photo two shows the port removed with the catheter attached. Next to the catheter a hemostatic forceps are observed; the catheter is observed to be broken from where it connects to the port. Photo three shows the port next to the hemostatic forceps; in this photo the catheter is observed to have been completely removed leaving a small part of the catheter attached to the port connector. The reported failure mode, broken, is confirmed. Root cause could not be established. No lot number was provided, therefore no device history report (DHR) review could be completed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a port-a-cath that was in use for two years was found separated from or broken apart from the port inside the patient. An x-ray was taken to see the product "free floating" in the body. Device was surgically removed. No adverse effects reported.

Manufacturer narrative:
B3: date of event, d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.